Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged nor used their scs system in 4 months. Reportedly, the ipg will no longer communicates and the patient programmer displayed an error message. In turn, the company representative confirmed the device as inoperable. Therefore, surgical intervention was undertaken on (B)(6) 2018 where the ipg was explanted and replaced with a competitor's model.